Manufacturer narrative:
A customer protocol is performed with the indicated values, the device does not present interruptions or alarms, it performs full delivery of the infusion in the indicated time. Additionally, a 24-hour infusion test is performed to rule out possible failures. According to the analysis of evidence in the event history, it is concluded that the programming provided by the customer was not infused by the user because the programming of channel a was started, which was not the indicated one, the programming provided by the customer corresponded to the programming of channel b, which was started and immediately paused and finally it was confirmed to be deleted by the user and then channel a was started, finally the indicated programming of channel b was not administered (vai: 37.5 administration speed: 70.0 duration: 00:32 min). It is concluded that there was a user error when starting the infusion with the dose of the channel not indicated. Probable cause it is concluded that there was a user error when starting the incorrect infusion. The administration programmed by the user started channel a but not channel b with the client's programming (vai: 37.5 administration speed: 70.0 duration: 00:32 min). For this reason, the programming indicated by the customer was not infused.

Event description:
The event involved a plum 360 where it was reported that during the period from 01:00 pm and 07:30 pm of (B)(6) 2025 at the 11th hospitalization floor the pump presented an inaccurate delivery of paracetamol, for which a dose of 26 mg/kg was administered (total of 375mg). The programming parameters were: 70ml/h; the prescribed programming parameters were: 37.5 ml; the infusion intended to last 30 minutes. A monitoring system was set up for surveillance. The patient was left under monitoring, and the mother was informed that it was highly unlikely for any adverse effects to occur with the administered dose; however, attention was to be given to the patient's progress. Acetaminophen was discontinued, and ibuprofen was prescribed for managing fever or pain. The event occurred during patient use; no harm was reported.